Event description:
A two year old child swallowed a battery cell (# 675) and had to undergo fibroscopy under anesthesia, and suffered after of a gastritis.

Manufacturer narrative:
Additional information: based on the received information from the field, a two year old child swallowed a zink air battery cell and had to undergo fibroscopy under anesthesia, and suffered after of a gastritis. Requested information has not been received, therefore it is currently unclear if the battery compartment lock was used. The user manual of the sonnet audio processor (aw31902) recommends that "when the user is a young child, the battery pack cover lock must always be turned clockwise into the locked position once the cover has been moved completely over the frame to prevent the child from disassembling the audio processor. Swallowing of system components could cause suffocation or internal injury." This is a final report.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A two-year-old child swallowed a battery cell (# 675) and had to undergo fibroscopy under anesthesia and suffered after of a gastritis.